Event description:
Dealer states he is getting a 7 flash code. Dealer states the customer ran into a wall and fell out of his chair and this occurred because his shirt got caught on the joystick inductive. He states, he was indoors at the time. He called the paramedics to have him picked up off the floor. He reports a knot on the head and scraped knees which he was treated for at the hospital.